Event description:
Healthcare provider called to report a capsular contracture, baker grade iii, on an unknown side and bilateral exchange. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider called to report right side capsular contracture, baker grade iii. Healthcare professional additionally reported right side rupture and "tremendous amount of calcifications inside capsule". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: crease smooth opening and broken on radius and posterior, stress marks, wear abrasion and crease fold. Base on the device analysis the final assessment is: opening and broken crease smooth on radius and posterior assessed as fold flaw opening.